Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 11-mar-2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful. Consumer experienced abdomen pain, gastro-intestinal complaints, lower back pain, arthralgia, increase/decrease of weight, mood swings, hair problems, tooth problems, and excessive sweating. Consumer reported problems with movements, problems with daily tasks and relation and/or family problems. She contacted a doctor. An ultrasound was performed (stomach and intestinal examination) and nothing was found. She was planning to remove essure. Company causality comment:this spontaneous case report refers (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdomen pain, serious event and listed in essure reference safety information. In this present case, after insertion consumer presented pain in abdomen, which led to problems with movements, problems with daily tasks and relation and/or family problems therefore she was planning to remove essure. Abdominal, pelvic and back pain may occur during essure use. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Follow-up information was received 06-sep-2016. Information was received from a patient via letter in which she holds bayer liable for the damage caused. Around (B)(6) 2013 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Follow-up information is expected. Company causality comment: this spontaneous case report refers (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdomen pain, serious event and listed in essure reference safety information. In this present case, after insertion consumer presented pain in abdomen, which led to problems with movements, problems with daily tasks and relation and/or family problems according to additional information, this case became legal and she had essure (xenobotic material) removed. Abdominal, pelvic and back pain may occur during essure use. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained

Manufacturer narrative:
Follow-up was received on 08-nov-2016: no consent received. (B)(4). Company causality comment: this spontaneous case report refers (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdomen pain, serious event and listed in essure reference safety information. In this present case, after insertion consumer presented pain in abdomen, which led to problems with movements, problems with daily tasks and relation and/or family problems according to additional information, this case became legal and she had essure (xenobotic material) removed. Abdominal, pelvic and back pain may occur during essure use. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. No consent was received. Therefore, no further information can be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar af cases is not applicable. Most recent follow-up information incorporated above includes: on 7-dec-2016: ptc investigation result. Company causality comment: this spontaneous case report refers (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdomen pain, serious event and listed in essure reference safety information. In this present case, after insertion consumer presented pain in abdomen, which led to problems with movements, problems with daily tasks and relation and/or family problems according to additional information, this case became legal and she had essure (xenobotic material) removed. Abdominal, pelvic and back pain may occur during essure use. Given event's nature, causality cannot be excluded. This case was regarded as incident because device removal was required. Other non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No consent was received. Therefore, no further information can be obtained.